Event description:
Event description boston scientific (bsc) crm received information that this patient's pacing system consists of a competitive device and bsc leads. The patient stated that he recently experienced a black out episode.

Manufacturer narrative:
A bsc crm technical services consultant suggested the caller contact the manufacturer of his pacemaker for further evaluation. No other adverse events have been reported. This event will be re-evaluated if additional information is received. This lead was explanted and returned to boston scientific over four years after the initial reported clinical observations. A thorough evaluation of the lead will be performed. This product issue will be updated when evaluation is complete.

Event description:
--

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the two returned lead segments was performed. Visual inspection and detailed analysis was unable to confirm the reported clinical observations as the lead damage was determined to have been a result of the explant procedure. This product issue will be updated if additional information is received.